Event description:
Reported by the customer as: pump is not alarming "air in line" when there in fact is.

Manufacturer narrative:
Method: actual device from complaint was evaluated. Results: standard test of the air in line (ail) sensor function was completed and passed. Pump detected and alarmed per specification. Conclusions: air in line could not be duplicated or confirmed.